Event description:
The customer reported that during a procedure there were sparks between the cord and storz equipment. The operator switched to bipolar mode, and there was no ill effect to the patient. On (B)(6) 2012, the cord failed hipot testing in a preliminary evaluation at covidien.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident cord has been received and is under evaluation. When the evaluation is complete, a follow-up report will be submitted.